Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR#: 6000093-2007-00141 and 6000093-2007-00142. It was reported by the site that 99 days following a drug eluting stenting treatment procedure, the pt experienced restenosis and a thrombosis. Prior to the index procedure, the pt presented with a non-st segment elevated myocardial infarction (mi). The pt was taken to the cardiac cath lab for an angiogram. Per the cath lab notes, the pt had evidence of "severe disease in the circumflex (cx) and ramus arteries." The cx was 80% stenosed. The lesion was pre-dilated with a 2.0mm balloon. The physician was unable to cross the lesion with a taxus express2 2.50x20mm stent due to an acute angle in the vessel. Another MFR's non drug eluting 2.25x8mm stent and a 2.75x8mm bare metal liberte stent were placed in the ostium of the cx. The physician continued with treatment of the proximal cx by deploying two 2.50x12mm taxus express2 stents. The results were 0% residual stenosis and timi-3 flow. Treatment of the ramus consisted of balloon angioplasty. Following the procedure, the pt was placed on plavix, aspirin, lopressor and lipitor. Ninety nine days following the index procedure, the pt presented to the facility with symptoms of unstable angina. Per the procedure notes, there was "tapered stenosis of the distal left main (lm) of 60% just prior to the origin of the cx. There was 90% in-stent restenosis of the proximal cx. At the other end of the stents, it was hazy, probably a thrombus containing an 80% occlusion prior to the 1st obtuse marginal." The pt was sent for a surgical consultation which resulted in coronary artery bypass grafting (CABG). The pt had 3 vessel CABG treating the distal cx, right posterior descending and left anterior descending arteries. Following the procedure, per the site, "the pt did well except for developing atrial fibrillation. It took a few extra days to get it under control."